Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the emergency room feeling faint. The patient received several external shocks, however, the cause of the event was undetermined. Following the external shocks, the ICD was unable to be interrogated and an unconfirmed error message was displayed. Once the message was cleared, the ICD displayed another message indicating the ICD was in fallback mode. It was noted that the only parameter able to be programmed prior to explantation, was the vf cutoff rate.